Manufacturer narrative:
The customer contact indicated that the devices were discarded. The lot numbers of the devices that were in use was unknown. The customer contacts identified three possible lot numbers (plots). The possible lot numbers are 40-133-ns, 34-341-ns and 28-379-ns. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report of an undocumented number of incidents with backflow of blood. The extension tubing sets were connected to unspecified microclave clear connectors, at unspecified locations. The customer contact reported that extension tubing sets and microclave clear connectors were connected to unspecified IV access devices that were saline locked. No specific details were provided. After unspecified lengths of time, it was reported that backflow of blood was noted. It was reported that ivs clotted off or infiltrated. The customer contact indicated that the devices are supposed to be anti-back flow. The customer contact indicated that IV sites were lost and as a result caused extra procedures for the patients. No specific details were provided. There were no reported adverse patient effects and no delays of therapies critical to any patients. No medical interventions were reported. No additional information was provided.